Event description:
Our rep is reporting that a patient had an acl repair in 2008, with the use of a rigidfix btb on the femoral side and a milagro on the tibial side. At some time subsequent, the patient presented with a mass (lump) on the front of their tibia. The surgeon attempted to drain the lump; however, the mass was not liquid. The following year, the surgeon scoped the area and noted that the original graft was well fixated and the repair was fully intact. He further noted that the mass was located where the milagro screw was; he then proceeded to excise the mass, and removed what portion of the milagro screw that was not yet absorbed. The mass was cultured. At this point in time, this is all of the information that has been made available to mitek.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.